Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc foreign matter. The following information was provided by the initial reporter: problem: black spots on the catheter: catheter not used and sent to the pharmacy. After checking our stocks, this appears to be an isolated incident.

Manufacturer narrative:
The complaint of black spots on the catheter adapter was confirmed and the root cause appeared to be manufacturing related. Two photographs were provided for investigation. What appeared to be consistent with burnt resin was embedded within the molded catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
Added annex a code.

Event description:
No new information.